Event description:
Guidant received information that this ventricular lead had difficulty pacing one day post-implant. It was discovered that the lead had dislodged. A procedure was done and the lead was successfully repositioned. However, it was not possible to connect the lead to the device as a screw could not screw. A non-guidant torque wrench was used during the procedure. The pacemaker was explanted/replaced and returned for analysis.